Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl, a loss of consciousness, and a diabetic coma. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.